Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that debris was discovered inside the patella packaging during surgery. A second patella was opened and used instead.